Manufacturer narrative:
Additional narrative: additional procodes: gxl, hxx. Reporter is a synthes employee. Part: 05.000.008, synthes lot: 006732, supplier lot: 006732, release to warehouse date: june 05, 2017, supplier: triangle manufacturing. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported the hand piece for battery powered driver forward x2 works and reverse works. Single-speed does not. The repair technician reported the device ran low in fast forward and reverse and did not run in forward. There is a white residue on the internal components. Damaged component is the reason for repair. The cause of the issue is damaged component. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. The item was repaired per the inspection sheet, passed synthes final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer; no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during inspection in central sterile on an unknown date, the hand piece for battery powered driver forward x2 works and reverse works. Single-speed does not. There was no patient involvement. Upon manufacturer inspection, it was determined that there was a white residue on the internal components. This report is for a hand piece for battery powered driver. This is report 1 of 1 for (B)(4).